Event description:
It was reported that during surgery the graft mesher made lines in the graft instead of holes. There was no harm or delay reported. Diligence is in process and to date no additional information has been received. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Once the investigation is complete, a follow up/final report will be submitted.

Event description:
An additional skin graft was not required from the patient to complete the procedure. Due diligence is complete and no additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the calibration was in specification and the test cut passed. The lines instead of holes was replicated when the carrier was used wrong side up. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to using the carrier wrong side up. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information regarding the event is available.